Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's pitch cable to be loose at the distal clevis hub. Both cable crimps remained in the clevis and no damage was found on the cable. Upon removal of the housing, pitch cable was found to be loose and derailed at the clamping pulley however, no loose clamping pulley screw was found. Failure analysis investigation also found the pitch cable to be frayed at the distal clevis hub. No damage was found at the clevis. The clamping pulley was corroded/contaminated. There were visible residue on the clamping pulley on the cable rail inside the housing. Failure analysis concluded that the corroded/contaminated damage may be due to improper cleaning. The instrument's distal pulley had scratch marks/abrasions. There were visible scratches on the surface of the distal pulley. No other damage was found. The reprocessing instructions under cleaning, disinfection, and sterilization general information section specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the frayed cable found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci prostatectomy procedure, the wire of the precise bipolar forceps instrument malfunctioned showing the bended structure. It was the first count of the instrument and the tip had not moved properly so the surgeon was not able to use the instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.